Manufacturer narrative:
Initial report: as reported in the literature by raju et al., during a study involving iliac vein stenting procedures, development of thrombus was reported after placement of cook-z gianturco-rosch tracheobronchial stents. The complaint device was used within the iliac vein to top another manufacturer¿s stent. This was intended to increase radial strength to withstand tight constriction at the iliac-caval junction, reduce the chance of ¿jailing¿ contralateral iliac vein, and improve technical ease of simultaneous or sequential bilateral iliac vein stenting. The study began in march of 2011. Two-hundred and seventeen limbs were treated with the stents over a 24-month period. The median age of subjects was 58, with a range of 17 to 96 years. The ratio of male to female subjects was 1:2. The ratio of right to left limb involvement was 1:1 and the ration of primary to post-thrombotic procedures was 1:3. Unilateral stent placement using the cook-z gianturco-rosch tracheobronchial stent was performed in 133 limbs. A simultaneous bilateral method was performed in 44 limbs and a staged sequential bilateral method was performed in 22 limbs. Fenestration of a preexisting contralateral stent was completed in 18 limbs. The procedure was completed using ultrasound guidance through an antegrade mid-thigh approach, using an unknown 11-french sheath. Stenotic lesions were dilated with an unspecified 16-millimeter balloon to sixteen atmospheres. Another manufacturer¿s 18-millimeter stent was deployed with the upper end starting at the iliac-caval junction and ending in the common femoral vein, below the inguinal ligament. Post-dilation of the other manufacturer¿s stent was delayed until the cook stent was deployed, using an unknown 16-french sheath, at the upper end of the other manufacturer¿s stent. The cook stent was deployed with the upper petals extending approximately two centimeters into the inferior vena cava and the remainder of the stent deployed within the other manufacturer¿s stent. The widely spaced struts at the upper end of the device allow for outflow from the contralateral iliac vein. The authors state that it is important to oversize the cook stent relative to the other manufacturer¿s stent, to reduce the risk of embolization of the cook stent. Post-dilation of the other manufacturer¿s stent was then completed with a 16-millimeter balloon, through an 11-french sheath. The authors state that post-dilation of the cook stent is not necessary and not recommended. For bilateral deployment, the authors state that side-by-side deployment of the cook stents are not desirable, as the combined diameter of the two stents (40 millimeters) greatly exceeds the diameter of the vena cava (approximately 20-24 millimeters) and increases the risk of erosion. Therefore, for bilateral deployment, the user removed the uppermost suture of the device by extruding the stent partially from the plastic capsule without exposing the hooks and then pushing the stent back into the capsule. Removal of the suture, per the authors, allows for interdigitation of the struts, keeping the overall diameter of the mating struts within bounds of the vena cava. Long-term anticoagulation was determined by standard interventions, independent of the stent procedure. In some patients, low-molecular weight heparin was used up to six weeks, followed by aspirin for long-term use. A follow-up duplex scan and clinical assessment was performed the day after the procedure and then again at 4-6 weeks, three months, and six months post-procedure. Deep vein thrombosis was reported in four percent of subjects at less than thirty days and in one percent of subjects at greater than thirty days. Thrombosis of the entire stent stack was reported in eight limbs. Six limbs were successfully reopened by thrombolysis. Although six stents were successfully opened, two stents were reportedly ¿lost¿. Investigation / evaluation: a document based investigation was performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The customer did not provide a lot number for investigation. A search of all lots sold to the authoring customer within 3 years prior to article publication found 4 potential lots (3615090, 2797946, 4314737, and 2878290). The dhrs for the potential affected lots recorded no non-conformances. A database search for complaints on the potential affected lots found no additional complaints reported from the field. At this time, cook concluded that nonconforming product from the potential affected lots does not exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿indications for use: it is indicated as a palliative measure, particularly for patients with end-stage malignant airway obstruction. It is not intended for intravascular use.¿ ¿warnings: the safety and effectiveness of this device for use in the vascular system has not been established and can result in serious harm and/or death.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually / functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a failure to follow instructions contributed to this incident. The authors of this article state that the cook-z stents were used within iliac veins. Per the IFU for the cook-z stent, the device is not intended for intravascular use. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported in the literature by raju et al., during a study involving iliac vein stenting procedures, development of thrombus was reported after placement of cook-z gianturco-rosch tracheobronchial stents. The complaint device was used within the iliac vein to top another manufacturer¿s stent. This was intended to increase radial strength to withstand tight constriction at the iliac-caval junction, reduce the chance of ¿jailing¿ contralateral iliac vein, and improve technical ease of simultaneous or sequential bilateral iliac vein stenting. The study began in march of 2011. Two-hundred and seventeen limbs were treated with the stents over a 24-month period. The median age of subjects was 58, with a range of 17 to 96 years. The ratio of male to female subjects was 1:2. The ratio of right to left limb involvement was 1:1 and the ration of primary to post-thrombotic procedures was 1:3. Unilateral stent placement using the cook-z gianturco-rosch tracheobronchial stent was performed in 133 limbs. A simultaneous bilateral method was performed in 44 limbs and a staged sequential bilateral method was performed in 22 limbs. Fenestration of a preexisting contralateral stent was completed in 18 limbs. The procedure was completed using ultrasound guidance through an antegrade mid-thigh approach, using an unknown 11-french sheath. Stenotic lesions were dilated with an unspecified 16-millimeter balloon to sixteen atmospheres. Another manufacturer¿s 18-millimeter stent was deployed with the upper end starting at the iliac-caval junction and ending in the common femoral vein, below the inguinal ligament. Post-dilation of the other manufacturer¿s stent was delayed until the cook stent was deployed, using an unknown 16-french sheath, at the upper end of the other manufacturer¿s stent. The cook stent was deployed with the upper petals extending approximately two centimeters into the inferior vena cava and the remainder of the stent deployed within the other manufacturer¿s stent. The widely spaced struts at the upper end of the device allow for outflow from the contralateral iliac vein. The authors state that it is important to oversize the cook stent relative to the other manufacturer¿s stent, to reduce the risk of embolization of the cook stent. Post-dilation of the other manufacturer¿s stent was then completed with a 16-millimeter balloon, through an 11-french sheath. The authors state that post-dilation of the cook stent is not necessary and not recommended. For bilateral deployment, the authors state that side-by-side deployment of the cook stents are not desirable, as the combined diameter of the two stents (40 millimeters) greatly exceeds the diameter of the vena cava (approximately 20-24 millimeters) and increases the risk of erosion. Therefore, for bilateral deployment, the user removed the uppermost suture of the device by extruding the stent partially from the plastic capsule without exposing the hooks and then pushing the stent back into the capsule. Removal of the suture, per the authors, allows for interdigitation of the struts, keeping the overall diameter of the mating struts within bounds of the vena cava. Long-term anticoagulation was determined by standard interventions, independent of the stent procedure. In some patients, low-molecular weight heparin was used up to six weeks, followed by aspirin for long-term use. A follow-up duplex scan and clinical assessment was performed the day after the procedure and then again at 4-6 weeks, three months, and six months post-procedure. Deep vein thrombosis was reported in four percent of subjects at less than thirty days and in one percent of subjects at greater than thirty days. Thrombosis of the entire stent stack was reported in eight limbs. Six limbs were successfully reopened by thrombolysis. Although six stents were successfully opened, two stents were reportedly ¿lost¿. In addition, embolization of the cook stent was reported in two subjects. This will be reported under patient identifier 301030. Reintervention was also required in two limbs. This will be reported under patient identifier (B)(4). Raju, s., ward, m., kirk, o. (2014). A modification of iliac vein stent technique. Annals of vascular surgery, 28(6). Doi: 10.1016/j.avsg.2014.02.026.